Manufacturer narrative:
Evaluation summary: received for analysis was a bloody export aspiration catheter engaged to the lumen of a 6f sherpa balanced. As received the export catheter wire lumen was out of the 6f sherpa tip by far, likely exposing it for the subsequent damage to the export wire lumen. The guide wire was severely curly at the distal section of the wire. Further analysis detected that the marker band was dislodged from the tip of the exportap; the marker band remained on the wire coils of the guide wire. Inner and outer diameter of the undamaged sections of the exportap showed the devices met specifications. Functional testing could not be performed due to the condition of the returned device. The returned guide wire measured .0136¿. The competitor guide wire exhibited three sharp un-tapered joints. The export was severely torn approximately 6.5cm from the proximal wire lumen exit port to the tip, the tear to the export aspiration catheter was approximately 3cm from the distal tip. The tip of the sherpa catheter exhibited a slight mark as if the wire and the export were pulled against it, no other significant damage noted on the 6f sherpa. Inner and outer diameter of the sherpa showed the devices met specifications. (B)(4).

Event description:
It is reported that during a cv procedure an export aspiration catheter got stuck in a sherpa 6f guide catheter. The entire system had to be removed. It was reported that the export got tangled on a non-mdt guide wire which resulted in the export getting stuck in the guide catheter during removal. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.